Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the day of 05mar2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target. While in manual mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. The cloud data showed that the user manually suspended basal insulin delivery on this day. During each suspension period, the total pulses delivered count tracked by the pod did not increase, confirming that the system did not deliver any pulses of insulin during the suspension periods. No evidence of the system failing to suspend insulin when commanded was observed in the available cloud data. The cloud data showed that a pod hazard alarm with an error code ending in -103 was generated on 05mar2026. This error code indicates that an occlusion occurred during operation. Without the pod, it cannot be determined if any physical defects were present that contributed to the hazard alarm. The exact cause of the pod hazard alarm could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was attempting to pause insulin delivery, the system would not allow it to be paused. As a result, the system continued to delivery insulin, causing the patient's blood glucose levels to go low. It was also reported that the patient received an alert to change their pod. Specific blood glucose values were not reported.